Event description:
It was reported to boston scientific corporation that a 12mmx4cm ultraflex tracheobronchial stent was implanted during a stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of a 11.3xmm26mm malignant lesion. Tumor ingrowth was noted and was ablated by laser prior to stenting. Reportedly, the patient¿s anatomy was not tortuous. Following implantation, the physician attempted to insert a bronchoscope (unknown size) but was not able to pass through the stent. The stent had not fully expanded but the physician was able to insert a 3mm bronchoscope through the stent to observe the right middle lobe. The procedure was completed with this device. On (B)(6) 2013, it was reported that the patient expelled the stent by coughing. The expelled stent was noted to be not fully expanded. A 14mmx4cm ultraflex tracheobronchial stent was implanted on (B)(6) 2013. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A stent only was returned for analysis. A visual examination of the returned stent found that the stent had not fully expanded. It was noted that the stent cover appeared shrunken and this appeared to be preventing the stent from expanding. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint indicates where review and analysis of all available information fails to indicate a root cause or probable root cause. The most probable root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation that a 12mmx4cm ultraflex tracheobronchial stent was implanted during a stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of a 11.3xmm26mm malignant lesion. Tumor ingrowth was noted and was ablated by laser prior to stenting. Reportedly, the patient¿s anatomy was not tortuous. Following implantation, the physician attempted to insert a bronchoscope (unknown size) but was not able to pass through the stent. The stent had not fully expanded but the physician was able to insert a 3mm bronchoscope through the stent to observe the right middle lobe. The procedure was completed with this device. On (B)(6) 2013, it was reported that the patient expelled the stent by coughing. The expelled stent was noted to be not fully expanded. A 14mmx4cm ultraflex tracheobronchial stent was implanted on (B)(6) 2013. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) stent failure to expand. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 12mmx4cm ultraflex tracheobronchial stent was implanted during a stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of a 11.3xmm26mm malignant lesion. Tumor ingrowth was noted and was ablated by laser prior to stenting. Reportedly, the patient¿s anatomy was not tortuous. Following implantation, the physician attempted to insert a bronchoscope (unknown size) but was not able to pass through the stent. The stent had not fully expanded but the physician was able to insert a 3mm bronchoscope through the stent to observe the right middle lobe. The procedure was completed with this device. On (B)(6) 2013, it was reported that the patient expelled the stent by coughing. The expelled stent was noted to be not fully expanded. A 14mmx4cm ultraflex tracheobronchial stent was implanted on (B)(6) 2013. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.